Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) displayed a battery voltage and charge time that were lower and higher respectively than what would be anticipated after 4.8 months of implant. Additional information was received that this ICD emitted continuous beep tones. Once again, additional information was received that this ICD was explanted due to elective replacement indicator (eri). Premature battery depletion was suspected.